Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 19-may-2024, it was reported that the patient encountered infusion set cannula was kinked within 3 hours of insertion. Patient blood glucose level reported was high. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully.